Event description:
It was reported, the intraocular lens decentered causing the patient to have visual issues. Patient's capsular bag was weak and could not support the posterior chamber lens. An alternate lens was implanted in the sulcus. No patient complications.

Manufacturer narrative:
Visual inspection of the optic part took place and no optical deviations could be found. No additional complaints from this lot number were received by the manufacturer. A review of the manufacturing records was performed and met specifications. Our investigation revealed no product deficiency suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.